Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a bad case of pneumonia and is on medication. Customer stated that his health care professional said the medicine will raise his blood glucose. Customer took 35 units of a manual injection and his blood glucose was now 549 mg/dl. Customer stated that he thinks he is taking steroids for his sickness. Customer stated that when his blood glucose gets in the 300's mg/dl or lower, he starts shaking. Customer stated that a normal blood glucose for him is anywhere between 400-500 mg/dl. Customer was using a lower grade of insulin that he is getting from (B)(4) called novolin. Troubleshooting was performed and the pump passed the high pressure test. Customer had low reservoir alarms in the alarm history. Customer stated that they also had a no delivery alarm, which was resolved by a complete set change. Customer's blood glucose went down to 508 mg/dl. Customer was advised that the pump was working as designed and to do a complete set change.